Event description:
On december 6, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation; however, very little information is available. It is unknown when the alleged inaccuracy issue began or what the patient was comparing the alleged inaccurate results on the subject meter to; no results were provided. The patient manages his diabetes with insulin. It is not known if the he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that on an unknown date and time he developed symptoms of ¿dizzy, headaches and blurred vision¿. It was not established whether the patient received any treatment for his reported symptoms. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.